Event description:
It was reported that the patient experienced spinal cord stimulation (scs) lead migration and the lead pulled into the implantable pulse generator (ipg) pocket. The patient stated that she lost weight and the ipg was causing her pain. Additionally, the patient mentioned having a serious fall approximately eight months ago. It is unknown if the fall contributed to the lead migration. The patient underwent an explant procedure, as the patient requested for the entire scs system to be removed for now, so that she can focus on other health concerns at this time. The hospital retained all explanted products, so products will be returned for analysis. The patient was recovering well with no post-op complications.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 7070948. Product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 7071620. Product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 7071331. Product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: 370162.